Manufacturer narrative:
A ge service rep performed an on site investigation. Flashed the nodes and reloaded the configuration files. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system rebooted to all blocks. There was no report of pt injury.